Manufacturer narrative:
(B)(4). Date of initial report : 11/23/2015. The unit was returned and the investigation did not confirm the reported condition. The investigation found the unit to power on. Further investigation found the unit powered up with an error code 300. It cannot be determined if this caused or contributed to the reported condition. The investigation found the hvdc mounting brackets to be broken but the root cause could not be determined. The mounting bracket was replaced.

Event description:
The customer reported the generator as not functioning during surgery. A generator was borrowed from another facility. The surgery was prolonged more than 30 minutes. There was no patient injury. The generator was sent to the customers biotronics for evaluation. There it was found the unit was not passing the power on self-test.